Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables.